Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was larger than the inner diameter of air/water (a/w) nozzle got into the (a/w) channel caused clogging. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to a pinhole on the bending section cover, water tightness was lost. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The adhesive on the bending section cover had a chip and a white-clouded area. The light guide bundle was slipping down. The adhesives around the objective lens and light guide lens had a white-clouded area. The adhesive around the light guide lens was peeled. The connecting tube had buckling. The paint on the suction cylinder was peeled. Scratches were found in multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the angle of the gastrointestinal videoscope was insufficient. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign matter due to insufficient cleaning. This report is to capture the reportable malfunction of the nozzle was clogged with foreign matter due to insufficient cleaning noted at estimation.